Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the battery failed upon arrival at the repair facility. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and reported the defect upon arrival. A credit for the defective component was issued to the customer.